Event description:
Customer reported a failure of underinfusion. Customer reported there were no patient injuries or medical intervention associated with this report. Customer stated incident occurred during biomed testing. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:the infusion pump was tested for flow accuracy at 100 ml/hour, the device was found to be within specification. The specification limit for this pump is +/-5%. The customer's reported condition of underinfusion was not confirmed and could not be duplicated. The device was returned to the customer fully operational.